Manufacturer narrative:
This follow-up MDR is created to document the corrected device information and the evaluation of the returned device. A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the inlet tube of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Partial separations were noted within abrasion on the longer exhaust tube of the pump. Testing revealed these were not sites of leakage. Abrasion was noted on the inlet tube of the pump and exhaust tube of cylinder 2. No functional abnormalities were noted with either cylinders or reservoir. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Based on examination of the returned product, it was concluded that while in-vivo the longer exhaust tube and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the inlet tube of the pump. A separation of this type would then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the pump was not working; leak found during surgery for removal/replacement. Defect was identified about 2 to 3 cm proximal to pump on black ringed reservoir tubing leading away from the pump. The physician decided to remove the pump and then also decided to remove the cylinders and including reservoir -all were replaced.